Event description:
A 2.5 mm, 18 mm long acs multi-link tetra stent was expander and the balloon ruptured after 20 seconds of inflation on stent. The balloon was removed and stent deployed. The pt did not experience any adverse effects from the balloon rupture.